Event description:
It was reported that a user experienced hypoglycemia with a nadir of 43 mg/dl and treated with oral glucose, after which the user overtreated and later reported hyperglycemia around 200 mg/dl. No alerts or alarms were reported, and the event was associated with user treatment behavior rather than a device component issue. Symptoms included hyperglycemia following treatment of a low. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to overtreatment of hypoglycemia, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.